Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed an air trap warning alarm" was not confirmed during the review of the event logs or functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, unrelated to the reported complaint, the four wheels on the console were observed to be damaged, likely due to wear and tear, attributed to the age of the device. However, this issue does not affect the functionality of the console. The console was manufactured in may 2005 and is over 18 years old, well past the expected service life of 5 years. It was recommended to the customer that the four wheels be replaced to remedy the issue and for hygienic reasons. Upon review of the event log, no irregularities were found. The thermogard xp ivtm system passed functional testing with no issues. No liquid was observed on the boards of the air trap sensor block. No liquid was observed in the sensor holes. The cables and plugs are fine. The customer's reported complaint was not reproduced. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
The thermogard xp ivtm system (sn (B)(6)) displayed an air trap warning alarm. A check was performed. However, the device still could not be used and does not get beyond the quick test. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.